Event description:
Complainant alleged that the clinicians had defibrillated a patient (age and gender unknown) several times, but upon their last attempt to shock the patient at 360 joules, the device screen froze. The clinicians then turned the device to monitor mode, but the screen continued to stay frozen. The device was then turned off/on, but there was still no change in the screen display. The clinicians then unplugged the device and removed the battery. The battery was then reinstalled into the device and then plugged the device back into the wall outlet, and the screen display was then functional. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction, as the patient has been defibrillated several times prior to the malfunction occurring. The complainant indicated that subsequent to the event, the facility's biomedical engineering department was unable to duplicate the reported malfunction.